Event description:
The account alleged the side rail will not raise into the latching position. No pt impact.

Manufacturer narrative:
The tech found the side rail side bracket is bent. The tech replaced the side rail side bracket to resolve the issue.